Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter is broken just under the clamp. The catheter was implanted since two years and 4 times repaired during this time.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was one 4.2fr single lumen broviac catheter with surecuff. Usage residue was seen throughout the sample. The sample was returned with two segments of catheter detached. Microscopic examination of all the terminating ends of the catheter revealed regular striations and a glossy veneer typical of a scissor cut. All three segments of the sample were patent to infusion. One of the small segments of detached catheter was found to leak 0.4cm-0.9cm from one of its terminal ends. No other leaks were found when pressurized. Microscopic examination of the leak site revealed irregular splits in the catheter. The catheter had been marked with a pink colorant at the leak site, presumably by the complainant facility to indicate the leak region. Superficial scratches in the outer catheter material were also noted in this region. The irregular splits were observed to be circumferentially opposite each other. The fracture surface was coarsely striated. The damage observed in the leaking region of the catheter was consistent with traumatic instrument damage, such as forceps or hemostats. The IFU states ¿use only smooth-edged atraumatic clamps or forceps.¿